Event description:
Info received indicates the bed has no head up or down function.

Manufacturer narrative:
The tech found both siderail ucm cables were broken from wear. The tech replaced the ucm cables to repair the bed.

Manufacturer narrative:
The tech found both siderail ucm cables were broken from wear. The tech replaced the ucm cables to repair the bed.